Event description:
It was reported that while in the "parameters" section for therapy settings on an implantable cardiodefibrillator (ICD), one - six would not change or program, with the programmer. This occurred during the reprogramming of a device and the programmer needed to be changed out. It was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that while in the "parameters" section for therapy settings on an implantable cardiodefibrillator (ICD), one - six would not change or program, with the programmer. This occurred during the reprogramming of a device and the programmer needed to be changed out. It was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis confirmed the reported event. There is a half inch dead spot in the middle horizontally on the overlay. Touch screen overlay is out of electrical specification.